Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleges insulin pump was over delivering because of blood glucose remain low. They also reported that insulin pump was not working. They also experienced low blood glucose and treated with food. The reservoir will not be returned for analysis.